Event description:
It was reported that the xia3 system was used for spinal decompression at l3/l4 on (B)(6) 2012 (plif). After the op, the patient has pain. From the CT, it was noticed that left side of the l4 blocker was loosened. On (B)(6) 2012, revision surgery was performed. The corset was used, but it has possibility that the corset could not support the patient enough, because the patient is obesity.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.